Event description:
It was reported that an ilet user experienced progressively rising blood glucose after a set change and meal announcement, with meter values reaching 387 mg/dl, and the issue was attributed to an infusion set problem involving a steel 6 mm contact/detach set placed in an area with significant scar tissue, which can impede insulin delivery. Symptoms included hyperglycemia. Outcomes included self-management with troubleshooting and education, without hospitalization. Investigation included remote assessment, confirmation of infusion site characteristics, and guided troubleshooting that involved replacing only the infusion set and site, filling tubing, and resuming insulin therapy. Investigation of this case revealed an infusion set deployment or connection issue at a suboptimal site with scar tissue, consistent with reduced or interrupted insulin delivery, and subsequent improvement was observed after replacing the set and relocating the site. It was concluded, based on previously established findings for similar reports, that the cause was improper infusion site selection and probable set connection or deployment issue leading to under-delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.